Event description:
It was reported that the patients physician left the lead in and did not tell her. For 12 years, the patient didn¿t know it was there. The patient went for back surgery to fix rods and screws and the surgeon found the lead and removed it. For 12 years she felt like she had a ¿knife in her butt.¿ it was stated there was a ¿hole in the lead.¿ from 2002 to 2014 the patient kept going to the emergency room and it wouldn¿t show up on any imaging. She kept having problems and her doctors couldn¿t find out why. She went to the emergency room with bad back pain and couldn¿t spread her legs to walk. In addition, a return of symptoms was reported as well as her legs and arms would jump. The patient was not able to control it, but rather, it was controlling her. The patient felt better after the lead was removed.

Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter; product ID 3888-28, lot# l43197, implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type: lead; product ID 3888-28, lot# l43039, implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type: lead. (B)(4).